Manufacturer narrative:
Concomitant medical products: linq icm, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had monitored over two hundred non-sustained ventricular tachycardia episodes and undersensing of ventricular fibrillation (vf) episodes. The lead is still in use. No patient complications have been reported as a result of this event.